Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having a non-curonix device implanted has been ruled out. Additionally, the patient having contraindicating conditions and severe force applied to the implant have been ruled out. Other potential causes of unintended stimulation include: programming parameters, migration, interference from a non-curonix device, and off-label use. The transmitter assembly associated with the complaint was returned for investigation. Investigation of the device was unable to replicate the alleged issue, and no non-conformances were found. After fully charging the battery, the unit operated for 12 hours and 33 minutes on the active setting at maximum power index. The stimulator is used to treat pain. The cause of the unintended stimulation is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported unintended stimulation and the device was turned off. The patient is fine, using a new transmitter assembly, and has not experienced any more zapping sensations.